Manufacturer narrative:
Sample was collected in a bd lihep 13x75mm plasma tube by ER staff. The sample is centrifuged for three (3) minutes at approximately 3000 rpm. Customer stated that qc recovered within passing range prior to and after the event. A system check data was run on (B)(4) 2011, which indicated that all parameters were passing. A field service engineer (fse) was dispatched for this event. The fse ran a high sensitivity (hs) system check and a precision test which all passed within specifications. The fse was unable to determine a system hardware root cause. The customer requested a separate service dispatch to evaluate the closed tube aliquotter (cta) performance. Results of that service call are unavailable to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result for one patient that was generated by the unicel dxc 600i synchron access clinical system. The erroneous result was reported out of the laboratory; however, upon repeat, the results were in the normal reference range and corrected reports were amended. Customer stated that there was no injury or change in patient treatment associated with this event.